Event description:
We have a defective IV extension set. The protective covering will not come off the tip of the tubing and the part that actually screws into the IV catheter breaks off and slides down the tubing. The defective device was thrown away so unable to track if there are multiple devices from the same lot that are defective. The extension set is unable to be used at all so no harm will come to the patient.